Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed. This review finds the labeling adequate for the potential use error(s) in the complaint. Complaints trend was assessed in complaint trend investigation (B)(4)and is shown be stable. Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device was discarded and the lot number is unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm. The home patient (hp) had disconnected during drain and thought he pressed stop but the hc did not say stopped drain. The tsr had the hp cycle power. The alarm cleared. The tsr assisted the hp to retrieve cassette. The hp would follow up with manual exchanges. The tsr advised to let the registered nurse (rn) know about the alarm. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by ending therapy on the cycler and continuing with manuals. The hp had reportedly disconnected and thought he pressed stop during drain and reconnected causing the alarm. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.